Event description:
Pt was enrolled into the trial and underwent right internal carotid stent placement with distal embolic protection. Procedure was performed and completion angiogram revealed excellent result. Pt had no neurological complications during procedure. Pt was taken to recovery room in good condition. After the procedure, the pt did suffer watershed, ischemic infarct due to hypotension, which occurred during the night following the procedure after she had returned to her hosp room. Infarct resulted in left sided weakness. Carotid ultrasound performed indicating the stent was patent and stable.

Manufacturer narrative:
Reference MDR 2183870-2008-00066.